Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: customer reported tubing fell apart when removed from the packaging. Customer returned the affected sample, and investigation was performed. Microscopic analysis found that there was sufficient solvent applied to the tubing and smart site. The root cause was determined to be shallow insertion depth of the tubing into the smart site. The failure occurred at the outlet of the second smart site. A device history record review for model 2426-0500 lot number 20063381 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 14jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and leakage. The following information was provided by the initial reporter: complaint 1 of 2, material no: 2426-0500. Batch no: 20063381. It was reported that the tubing fell apart when removed from packaging. Customer response: can you provide the date for the reported failure? (B)(6) 2020 are you able to provide a part no and lot no for the product reported? 2426-0500; I believe the packaging is included with the tubing I sent to bd can you provide a description for the reported failure? The tubing fell apart when removed from packaging was there any adverse event(s) as a result of the reported defect? No.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation and leakage. The following information was provided by the initial reporter: complaint 1 of 2 material no: 2426-0500 batch no: 20063381 it was reported that the tubing fell apart when removed from packaging. Customer response: ¿ can you provide the date for the reported failure? O 10/8/20 ¿ are you able to provide a part no and lot no for the product reported? O 2426-0500; I believe the packaging is included with the tubing I sent to bd ¿ can you provide a description for the reported failure? O the tubing fell apart when removed from packaging ¿ was there any adverse event(s) as a result of the reported defect? O no.

Manufacturer narrative:
H.6. Investigation: customer reported tubing fell apart when removed from the packaging. Customer returned the affected sample, and investigation was performed. Microscopic analysis found that there was sufficient solvent applied to the tubing and smart site. The root cause was determined to be shallow insertion depth of the tubing into the smart site. The failure occurred at the outlet of the second smart site. A device history record review for model 2426-0500 lot number 20063381 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20063381 regarding item #2426-0500 h3: see h.10.